Event description:
The issues we are having with the smiths medical jelco viavalve IV safety catheter is that they are 12 cm in length with the needle down to hub is 4.5 cm. The additional length of 4 cm makes this IV catheter hard to maneuver and control for not only what would seem easy sticks, but it makes it extremely hard for difficult areas to access. Multiple catheters have to be used on patients to obtain IV access. The sites that have been accessed are infiltrating which can cause anesthesia meds to infiltrate tissue. This can in turn cause issues for the patient due to these meds could possible cause ulceration, etc. Around the site. The needle has also not pulled back into the safety area after making the click thus causing staff to almost be stuck by the dirty needle. Manufacturer trainers have been here several times with their arm to demonstrate and practice technique, but the training arm is not realistic with perfect veins.